Event description:
The customer contact reported air in line. The tubing set was connected to an extension tubing set and was primed with unspecified volume of normal saline using either a pressure cuff or via gravity. No specific details were provided. After an unspecified length of time, it was reported that the tubing set was connected to an unspecified catheter that feeds directly into the left atrium for the delivery of heparin 1000 u/ml, at a rate of 999ml/hr, via a plum pump. The customer contact reported that the solution container was at room temperature. After unspecified length of time, during the procedure, it was reported that micro-bubbles were noted throughout the tubings of the plumset and the extension set tubing of the tubing sets. The customer contact reported that after a short time, the delivery rate was decreased to 100ml/hr; however, microbubbles did not break up and continued to form in the tubing sets. The customer contact indicated that the procedure was stopped for over one our to remove the bubbles. It was reported that attempts were made to manually tap and flush out the micro-bubbles; however, the microbubbles continued to form. The locations of the micro-bubbles were described as from above to the pt end. It was reported that no measurable amounts of air was delivered to the pt. The customer contact reported that the pump did not alarm for air in line. It was reported that the tubing sets was replaced and the therapy was resumed. The customer contact indicated a delay in therapy critical to the pt. No specific details were provided. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. The device passed testing. No air bubbles were noted in the tubing set during testing procedures. Based on the data verified, hospital could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.